Event description:
Placing PICC on patient. Venous access was achieved on left arm. Guide wire was thread into needle. Resistance was met after a a few cm of advancement. There was resistance felt when trying to retract the guide wire. I gave let go of the wire to let the vein release the possible spasm occurring. A couple minutes later I again started to retract the wire. Upon retraction the wire started to unravel and get thin, but was not coming out of the arm. I stopped any further attempt to remove the wire and patient was sent to ir.